Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low pacing impedance on the right ventricular (rv) lead. The first alert for this issue occurred 1 day post implant. The lead remains in use. No patient complications have been reported as a result of this event.